Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The device was interrogated and had declared elective replacement indicator (eri) approximately 60 months after implant. There was a concern the battery depleted prematurely. No adverse patient effects were reported.

Event description:
Additional information was received indicating the device was explanted and replaced. No adverse patient effects were reported.